Event description:
Customer reportedly obtained results of 211 mg/dl, 44 mg/dl, and 77 mg/dl on the same device within 10 minutes. Customer reports feeling hypoglycemic and eating candy to feel better. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.